Manufacturer narrative:
(B)(4).

Event description:
It was reported "'failure of the intra-aortic balloon to completely inflate over its full length'. Iabp attempted to be taken out withsheath left in initially, noted balloon was broken and took out with sheath altogether. Iab removed in ot. Attempt made to remove through sheath. Iab wired snapped in process (single point break). Iab and sheath removed together. Identified iab not inflating at top and removed". No patient injury or consequence reported. The patient's current condition is reported as "fine". Please see associated MDR#: 3010532612-2026-00265.

Manufacturer narrative:
(B)(4). The reported complaint that "incorrect iab removal procedure resulting in damage to the iab" is not able to be confirmed. The product was not returned for investigation. Additionally, based on the event details, the user attempted to withdraw the iabc through the sheath. As a result, an in-service has been requested to review the instructions for use (IFU) with the customer. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed.

Event description:
It was reported "'failure of the intra-aortic balloon to completely inflate over its full length'. Iabp attempted to be taken out withsheath left in initially, noted balloon was broken and took out with sheath altogether. Iab removed in ot. Attempt made to remove through sheath. Iab wired snapped in process (single point break).iab and sheath removed together. Identified iab not inflating at top and removed". No patient injury or consequence reported. The patient's current condition is reported as "fine". Please see associated MDR#: 3010532612-2026-00265.